Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely due to failure of the printed circuit board (duct line pressure sensor) the malfunction occurred. However, a definite root cause could not be identified. Additionally, it was confirmed that e03 is the error that indicates abnormality of the duct line pressure sensor, and it is handled with replacing the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator displayed an error e03 for excessive pressure when inflated and a pressure sensor abnormality. The issue occurred during maintenance. There were no reports of patient harm.